Event description:
It was further reported that the taxus stent was advanced through tortuousities and a previous stent in the mid rca with difficulty during the index procedure. Final angiography revealed an excellent result with normal antegrade flow and no evidence of dissection. Of note, lisinopril was added to the patient's medical regimen for treatment of hypertension. The patient was admitted with complaints of recurrent episodes of chest pain with exertion 222 days post index procedure. The patient was referred for cardiac catheterization. Angiography revealed that the lmca was patent, and the lad had 50% ostial narrowing. The lcx had 20% proximal stenosis, 25-30% in-stent restenosis in the 1st om, and mild stenosis in the origin of the a-v groove. The rca had 30% stenosis through the proximal and mid segment, 80% distal edge restenosis of the previous placed stent in the distal rca (target vessel), and no right-to-left collateral flow. Intervention consisted of direct stenting to the distal rca and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilation. The patient was discharged on continued asa and plavix therapy.

Event description:
Clinical study it was reported that 222 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the distal right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 3.5 mm vessel diameter, 95% stenosed region of the distal rca. The target lesion was 14.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5 x 16mm drug eluting stent without complications. Residual stenosis was 0%. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the distal rca to alleviate distal edge restenosis 222 days post index procedure. The physician treated the target lesion by placing one taxus express2 drug eluting stent into the vessel. The pt was discharged from the hosp one day post tvr. In the opinion of the physician there was a probable relationship between the event and the taxus stent.